Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. It was due to a broken light guide (lg)-bundle of the video cable section and therefore the light transmission was lost or too low. A device history record (DHR) review and it was discovered that there was a repair on 12/21/2023 for the following issues: ¿the magnet ring of the control section is broken, therefore the insertion pipe does not rotate smoothly¿; ¿the fibre bonding in the outer tube area (distal end) is damaged.¿; ¿the outer tube has a dent¿. Parts were replaced. Based on the results of the investigation and information obtained from this complaint, the most probable cause of the complaint was traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had a dark image and poor colors at the beginning of an unknown procedure. The procedure was completed using a similar device. No delay and no patient harm were reported by the customer.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a dark image and poor colors at the beginning of an unknown procedure. The procedure was completed using a similar device. No delay and no patient harm were reported by the customer.